Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the lock collar was broken. The broken pieces of the lock collar were received. The trocar balloon was peeled back from the cannula. The valve seal and doors appeared to be intact. The obturator was not received. The inflation syringe was not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products were released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken lock collar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, while removing the trocar, the latching mechanism of the device broke off. Initially the piece of the device latch's location that had broken off was unknown. An x-ray was brought in to determine if it was in the patient cavity which extended the surgical time by 30 minutes. The missing piece was ultimately found outside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.